Manufacturer narrative:
H4: the lot was manufactured may 2022. H10: one sample was received for evaluation. A visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. Leak testing was performed and no leak was observed. The reported condition was not verified during evaluation of the sample. The device was conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink y-type cath ext sets leaked; further described as "spraying out". The event was discovered during patient use. One set leaked despite retightening. The patients did not receive the appropriate amount of medication/anesthesia. There was no report of patient injury or medical intervention associated with this event. No additional information is available.